Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient initially got the alert 'power on reset detected. Please check device battery level. Therapy has been turned off.' The patient pressed ok and confirmed they were able to clear the alert. Once the alert was cleared, the patient confirmed they were able to connect to the ins and access MRI mode. Agent reviewed that the external equipment was working as expected. Agent advised the patient to have the MRI facility to contact technical services if they run into issues again at the next appointment.